Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore product analysis cannot be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve using this delivery catheter system (dcs), a perforation of an unknown origin was reported. The perforation was a result of either the sheath, guide wire or delivery catheter system (dcs). Two attempts at insertion into the left subclavian arterial access were reported. Per the physician, the sheath and subsequent dcs could have potentially been inadvertently inserted into the venous system (superior vena cava) instead of the left subclavian artery. The patient lost pressure and cardiopulmonary resuscitation (CPR) was initiated while attempting to locate the origin of the perforation. The bleeding was attempted to be controlled with a stent. However, after 30 minutes, the bleeding was unable to be controlled, and CPR ceased. The patient died. It is unknown if an autopsy was performed.

Manufacturer narrative:
Additional information was received that during first attempt to insert the wire into the left subclavian artery, the implanting team lost wire access, requiring them to come and re-cross a second time. The perforation location remains inconclusive, however the physician believes it was in the left subclavian artery. The anatomy was not torturous or calcified. The cause of death was reported to be complications of aortic stenosis. Updated data: prefix, first name, middle name, last name, occupation, email. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated h 2.6 - patient code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.